Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during analysis of the sample some creases were observed in the anterior and posterior view. Within crease a rupture was observed in the anterior view, measurement approximately 0.3 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 375cc mentor memorygel breast implants, suffered breast implant ruptures, pain and burning sensation in the left breast, and right breast encapsulation; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).